Event description:
The customer contact returned the device to the service center with a report that the device mechanism was damaged/broken. This did not indicate a reportable malfunction. However, during verification testing at the service center it was noted that the device door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.